Manufacturer narrative:
This report is based solely on the customer's reported issue. No product will be returned as the device was discarded by the nurse after the incident. Note: the instructions for use (IFU) states the limb holder is for limiting limb movement. Do not use on a patient who is or becomes highly aggressive, combative, agitated, or suicidal. The IFU also says that additional or different body or limb restraints may be needed: if the patient pulls violently against the bed straps; to reduce the risk of the patient getting access to the line/wound/tube site; to prevent the patient from fl ailing or bucking up and down causing self-injury. Manufacturer reference file # (B)(4).

Event description:
The customer reported that her patient weighing (B)(6) was able to break free of the restraint. A second pair of the soft limb restraint was placed on the same patient and the patient was able to break the second pair too. Customer did not provide the date the issue was discovered and no patient injury was reported.